Event description:
A customer contacted baxter's technical service center to report the homechoice (hc) machine drains him completely during cycles 1, 2, and 3 but does not take out any ultrafiltration (uf). (Indicating the drain volume is typically equal to the fill volume). The home patient (hp) claims that his uf wil then be very high in drain 4 and 5. He stated that he wakes up and monitors drains during the first 3 cycles and the machine drains up to 2000 ml. The hp stated that usually during drain 4 or 5 he feels too full and his drain volume during these cycles have reached 3800 ml or greater. The hp stated he does not bypass any drain cycles but does sometime bypass the initial drain cycle when he "feels completely empty". The hp is not aware of any changes made to the nurse's menu. The fill volume for this patient is 2000 ml. At the time of the call, the hp was setting up the machine for therapy and the therapy log was not available. The hp reported he uses 2.5% and 4.25% dextrose solution for therapy. Product surveillance spoke with the home patient's nurse regarding this issue. The hp had notified the nurse of the increased intra-peritoneal volume (iipv) problems he has been having. The nurse informed that she spoke with the patient and advised him of possible causes. The patient's minimum drain volume percentage is set at 85%. The nurse advised that since the hp has swapped his machine, he has not called back to the clinic with any issues. The nurse believed the new hc machine resolved the issue. The nurse confirmed there was no patient injury or medical intervention related to an iipv with this patient.